Event description:
During the beginning of an atrial fibrillation procedure, it was noted that the amplifier was not connected and the procedure was cancelled.

Manufacturer narrative:
One workmate¿ claris¿ display plus amplifier mn h700150 sn (B)(6) was received into the tech center lab for analysis. Based on the information provided to abbott and the investigation performed, root cause of the field reported event was successfully isolated to the single board computer. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.